Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t11-l2. It was reported that sometime post-op the patient complained of back pain and was discovered that the rods had fractured. The patient underwent a removal surgery since fusion was complete. During the removal it was found that the rods were fractured between l1 and l2. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.